Event description:
The tech alleged the bed had a high ground resistance reading during the electrical safety test. No patient impact.

Manufacturer narrative:
The tech found the ground prong on the molded plug end of the power cord is broken inside. The tech replaced the power cord to resolve the issue.